Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. Open csr wrap to form sterile field. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Position drape on patient. Remove top tray. Lubricate catheter which is pre-attached to collection bag. Bag and catheter may be placed in basin until needed. Prep patient with povidone-iodine swabsticks. Proceed with catheterization in usual manner. Top tray may be placed on basin to help prevent spillage. Periodic observations of this system should be made to assure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Volume on collection container has been calibrated without uro-prep tray in place. Directions for taking specimen: after catheter has been inserted into the bladder and an initial flow of urine is seen in the collection bag: clamp off catheter using white clamp. Insert plastic tube (inside bag) into the back of the sample device. Open sample device over the sample container. Unclamp catheter. Allow desired amount of urine to drain into collection container. Clamp off catheter. Close sampling device. Remove plastic tube from back of sampling device. Unclamp catheter and allow remainder of urine to drain into the bag. If urine is placed in specimen jar: secure cap. Label specimen jar. Send specimen to laboratory. Volume on collection container has been calibrated without uro-prep tray in place." (B)(4).

Event description:
It was reported that the catheter would not drain the urine. The complainant alleged that the catheter was completely inserted and the patient still could not void. Additional information has been requested but not yet received.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter would not drain the urine. The complainant alleged that the catheter was completely inserted and the patient still could not void. Additional information has been requested but not yet received.